Event description:
The dome portion was detached from the catheter during the traction removal for replacement. The device had been placed for 2 months. The detached device was removed by a forceps.

Manufacturer narrative:
The complaint of retention dome breakage is confirmed. The jagged, granular veneer and tensile weakness at the retention dome are traits indicative of a break in the tubing. The retention dome break is a result of excessive force that was used while removing the device. It is not known if the gastrostomy tubing was free-floating within the fibrous tract prior to removal. The device had been in place for approx 2 months piror to the complaint incident. Gross visual and microscopic examinations and tactual testing shows no evidence of a defect or deformity related to the mfg process. No other complications with this device are known. This implies the device functioned as designed until the complaint incident occurred. The product instructions for use (IFU) provides a narrative description for removal of this device. This appears to be a user technique issue.